Event description:
See manufacturer report 2032545200702174. The pt reported that while placing a bravo ph monitor, the capsule would not attach to his esophagus. This was the second capsule attempted for this pt and the procedure was aborted. No serious injury to the pt was reported.

Manufacturer narrative:
To date, the device had not been returned to medtronic for evaluation. If further information is received or the device returned, a follow up medwatch report will be sent.